Event description:
Patient presents to dr. (B)(6) with an infection of the left hip. S/p total hip replacement (B)(6) 2013. Dr. (B)(6) decided to remove the implants and replace with an antibiotic spacer. The implants were removed without incidence using various extraction instruments.

Event description:
Patient presents to dr (B)(6) with an infection of the left hip. S/p total hip replacement (B)(6) 2013. Dr (B)(6). Decided to remove the implants and replace with an antibiotic spacer. The implants were removed without incidence using various extraction instruments.

Manufacturer narrative:
The following other hip devices were also listed in this report: citation tmzf ha short size#4l, cat# 6265-5204, lot# 41462402; delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 42657702; trident psl ha solid back 50mm, cat# 540-11-50e, lot# 42187401; gap plate screws, cat# 2080-0045, lot# mkmy8p; gap plate screws, cat# 2080-0045, lot# mkm019; gap plate screws, cat# 2080-0040, lot# mkmkna; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology per hospital protocol and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a trident insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.